Manufacturer narrative:
H3: product analysis of part # 4986040: lot # h5524372 visual and optical inspection revealed the inner threads have been damaged. The damage appears to be from the misalignment of the inserter during the attachment process. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having l2/3/4 olif for spinal canal stenosis associated with degenerative spondylolisthesis and vertebral fracture. It was reported that cage size was selected as a trial, and when the physician opened the cage and installed it to the inserter, it could not be properly installed. It was tried again, but it was installed at an angle, so a new cage was opened. There was no particular abnormality at the tip of the inserter, so when a new cage was installed, it was properly installed and the surgery was continued without any problems. Inserter was connected diagnally with the cage.there was no patient symptom reported. There were no further complications reported regarding the event.